Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. The name of the physician who implanted the device at (B)(6) hospital is unknown. However, it was reported that dr. (B)(6) performed the mesh removal. (B)(6); submitted to (B)(6) by the patient. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a tension-free vaginal tape surgery procedure performed on (B)(6) 2013. According to the complainant, the mesh migrated into the patient¿s vagina and attached itself to her pubic bone and obturator nerve. This has caused mesh erosion. Operations to remove the mesh inside the patient were performed 2013/2014. As a result, the patient experienced internal disabilities, chronic pelvic pain and nerve damage.